Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device does not confirm the reported event of deformity, but did find a crack present on the device. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was wondering if the attune sz6 femoral trial (plastic) was deformed. He remarked that several cases recently has had poorly fitting trials. The trial is to be returned so that the depuy can analyze the it. Surgical delay of 2 minutes was noted.